Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer also reported that they were on a car accident at (B)(6) 2018. Customer's blood glucose level during the incident was around 30s mg/dl. The customer stated it was possibly 34 mg/dl or 38 mg/dl. The customer was in the parking lot and had not hit anyone. The customer was not admitted to the hospital due to the car accident or low blood glucose. The customer's wife came to pick him up. Customer treated their current blood glucose of 59 mg/dl with food. Customer reported that they got an empty circle at the top of the screen and they received a suspend alarm on pump, stating that his sensor glucose was too low. Customer declined to troubleshoot for low readings. The insulin pump will not be returned for analysis.